Event description:
Hydraulic mechanism is closed for lifting by releasing the handle. There is no stop for the handle, so it eventually unscrews allowing hydraulic fluid to leak out all over the floor. User does not think that instruction labels are adequate for this staff.